Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the side port tubing was found separated from the hub component. It was initially reported by the customer that during sheath insertion to the patient's body, the device was not displayed. Cable replaced and initialized, but not resolved. The issue was resolved by replacing the vizigo sheath to another new one. The procedure was completed without patient's consequence. The customer¿s visualization/display issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 16-jul-2024, the bwi pal revealed that a visual inspection of the returned device found the side port tubing was found separated from the hub component. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the carto vizigo sheath product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the side port tubing was found separated from the hub component, and corrosion was observed on the connector. A microscopic examination of the side port revealed evidence of adhesive. The observed damage could potentially be attributed to insufficient adhesive during the manufacturing assembly. The corrosion on the connector may be related to the reported event. A device history record was performed for the finished device batch number, and no internal actions were identified. The observed corrosion could be related to the visualization issue reported by the customer, therefore, the complaint was confirmed. The potential cause of the corrosion cannot be determined. The potential cause of the side port tubing separated could be related to the manufacturing process. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: connector/coupler (g04034) were selected as related to the visualization issue. Investigation findings: manufacturing process problem identified (c16) and fracture problem (c070603) / investigation conclusions: cause traced to manufacturing (d03) / component code: access port (g04001) were selected as related to the side port tubing separation from the hub. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).